Event description:
It was reported that the device exhibited undersensing of p-waves, despite the lead sensing test registering the p-waves without difficulty. It was determined that the ventricular pacing outputs were programmed high, leading to both the ventricular and atrial sensing amplifiers to remain in blanking for longer than needed. The ventricular outputs were lowered, and the device remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was explanted and replaced. It was also reported that the right ventricular (rv) lead exhibited high pacing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.